Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator. The issue with no volume could not be duplicated and the ventilator passed pre-use check. No parts were replaced and the ventilator logs were downloaded. The ventilator was cleared for clinical use. Provided ventilator logs were reviewed. In the event log on the reported event date there are alarms for inspiratory flow overrange, expiratory minute volume low and respiratory rate high. These alarms indicate a leakage in the patient breathing circuit. During the situation causing the alarms, the measured volume will be different than the set or expected volume. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event. The cause of the reported loss of volume was most likely a leakage in the patient breathing circuit. The cause of the leakage has not been determined.

Event description:
It was reported that the ventilator delivered incorrect tidal volumes while on patient. There was no patient harm. Manufacturer's ref #: (B)(4).